Event description:
A facility reported that during a case (posterior cervical decompressive laminectomy and fusion), patient was placed prone on open jackson table and the mayfield composite series skull clamp (a3059) was affixed to the patient¿s skull. While trying to tighten the second screw (middle clamp) the mayfield suddenly sprung open and failed. The patient slipped and a 2 cm scalp laceration occurred. There was surgical delay of approximately 45 minutes.

Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage, but did show an up and down movement in the lock. However, there is no movement in the lock once it is put under pressure and locked down. Since the unit was involved in a patient injury, it was sent to quality engineering (qe) for further investigation. Qe confirmed the findings of the service team and and noted that the clamp had minor wear. The unit was last serviced in 2022 and it is with recommendation that the unit receive a pm (preventive maintenance) service. As a result, new components were added to replace worn internal parts, and general maintenance and cleaning were performed. Root cause - the complaint is not confirmed. The probable root cause is rough handling and routine use/wear. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.